Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The device was used on a patient, however there was no report of harm to the patient. It was stated, the device was removed or discontinued (it was discarded and a new one was placed. Additional information was received which stated, "we don't have anymore information about these cases. We just know that the (B)(4) (or more) presented issue, but we don't know how many units presented issue in the chamber, or in the handle, or in the pouch. The hospital doesn't have this information registered, but we orientated the hospital about the importance of registering complaints." The device history records were reviewed and there were no related non-conformance reports initiated during manufacturing of complaint order. Investigation was performed with root cause identified. A corrective action has already been implemented. The most likely root cause for incident "the handle is hard to move" can be operator mistake during gluing process. Corrective action as retraining of operators involved in the gluing process was implemented. Effectiveness check of the training was performed. The complaint batch was produced before implementation of corrective action. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Manufacture report number 3007966929-2014-00074. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Note: there are four (4) cases associated with this device; therefore a separate FDA form 3500a has been generated to address the other (3) cases.

Event description:
It was reported a hospital complained that 50 devices presented issue. In some devices the urine came out on the chamber, some devices presented the break in the pouch's weld, some devices when they try to open the valve the urine doesn't drop to the chamber and in other devices the handle is hard to move. It was stated, the complainant doesn't have details about the hospital's complaint. This report is to encompass the "handle is hard to move."